Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was identified. The physician identified partially damaged stent struts. No pt complications were reported. Pt status reported as "ok". This product is only ous approved but it is similar to a marketed us device.